Event description:
As reported, upon opening a flexor raabe guiding sheath package, the tip of the inner dilator was noted to be "smashed or cut." The package was not damaged. The device did not make patient contact. The procedure was successfully completed with another device of the same type. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device, the dilator tip was noted to be split.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, upon opening a flexor raabe guiding sheath package, the tip of the inner dilator was noted to be "smashed or cut." The package was not damaged. The device did not make patient contact. The procedure was successfully completed with another device of the same type. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device, the dilator tip was noted to be split. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The distal tip of the dilator was split and folded. A document-based investigation evaluation was performed. A review of the device history record found that ten devices from the final lot did not pass quality control inspections; however, the affected products were scrapped prior to release from cook. A review of complaint history found no additional complaints for the final lot. The product IFU does not provide any relevant information to the user related to the reported failure mode. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device, complaint file, IFU, dmr, and DHR suggests that there is evidence that the device was manufactured out of specification. However, cook has concluded that this issue is an isolated incident, and there is no evidence of additional nonconforming devices in house or out in the field. Although ten devices from the final lot did not pass quality control inspections, the products were scrapped prior to release from cook, there are 100% inspections in place, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that devices manufactured out-of-specification exist in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure was a quality control deficiency. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.